Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with a "monarc" device to treat stress urinary incontinence (sui). The plaintiff's attorney alleges that the plaintiff has "suffered serious injuries including: extreme pain, mesh extrusion, mesh erosion, worsening of sui symptoms, urinary urgency, dyspareunia, anxiety and other injuries" as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.